Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope connector cover (sc cover) unit is dirty due to water leakage. Olympus confirmed dirt was present within the device, however, the type of material cannot be identified. Cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited scope connector cover (sc cover) unit was dirty. There was no patient involvement.